Event description:
A patient in (B)(6) was undergoing a dialysis treatment with an involved polyflux 210 h. Following air in blood alarms that could not be resolved, the patient became hypotensive with nausea and vomiting. The patient was administered oxygen and albumin and treatment was stopped. The patient had an additional dialysis treatment the following day.